Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging fibrosis, chest pain. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fibrosis, chest pain related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. The pms clinical expert reviewed this notification due to the patient reporting that she has fibrosis with chest pain when breathing and around her ribs. This event is assessed as not related to the device in this case. Hence, the device did not cause or contribute to the alleged serious injury. Section h6 updated in this report.